Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - d1, g2. The customer after traveling noted an audible screeching from the pump. Esp personnel helped the customer with troubleshooting by powering off the pump, waiting 10 seconds, and restarting, but the alarm persisted. The pump was turned off again, and support was contacted. After consulting with further support, the customer was advised to check for airflow obstructions and leave the pump off for five minutes. Upon restart the alarm cleared, and the pump was moved to a better-ventilated area. The customer later reported a damped arterial waveform. Unable to confirm catheter type, customer proceeded with troubleshooting as if it were a getinge balloon: aspirating and flushing for 20 seconds, which improved the waveform. Upon further travels for the customer, no further temperature alarms occurred, but the waveform remained damped. The customer was advised to transduce an alternate arterial source. A brachial arterial line was available. However, the customer was using it for blood pressure monitoring. Esp personnel explained to the customer in depth how timing the pump appropriately was very important and recommended transducing the brachial arterial to see if it made a difference in the pump¿s numbers. A short time after, it improved augmentation from the 80s to 100s. At 1:33 am, the customer confirmed and identified the balloon as an arrow balloon. The customer reported one additional system over temperature. The pump was advised to be serviced. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm. There was no harm or injury.